Event description:
During spinal surgery, as screw was tightened in the right c5 vertebral screw, the screwdriver had a fatigue level and fractured off and flushed with the top of the screw. The risks to leave the piece in outweighed the benefits of removing the screw, therefore it was decided by the surgeon to leave in the patient.

Manufacturer narrative:
Device serial #: for type of device: driver; screw inserter.

Event description:
During spinal surgery, as screw was tightened in the right c5 vertebral screw, the screwdriver had a fatigue level and fractured off and flushed with the top of the screw. The risks to leave the piece in outweighed the benefits of removing the screw, therefore it was decided by the surgeon to leave in the patient.